Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 42 mg/dl and 100 mg/dl. Troubleshooting was performed. The device will not be returned for analysis.